Event description:
A glidesheath introducer tip was kinked. It was noticed after it was taken out of the package, when it was unable to thread over the wire. A new sheath was used from the same lot number and worked fine.